Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues associated to both channels during the implantation procedure; therefore, the subject device was not implanted.